Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker did observe that the device was able to analyze and deliver therapy with the returned defibrillation electrodes. Stryker archived the returned device and the customer was sent a replacement.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to detect the defibrillation electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.